Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was deployed. The maximum stent outer diameter (od) was measured at 6mm, which was below the product specification of 8.0mm ±1.5mm. The stent was equilibrated in 37°c water for 15 minutes; however, the stent did not expand any further. A visual and tactile examination of the catheter found no kinks or damage along the length of the shaft. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. A fully deployed stent was received for analysis however, the stent was not fully expanded at its distal end. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. There is an investigation in place to address stent expansion issues. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of three devices used within the same patient. Refer to manufacturer report 3005099803-2015-03216, 3005099803-2015-03217 and 3005099803-2015-03218 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that three ultraflex tracheobronchial stents were implanted to treat a 2cm stricture due to lung cancer in the right upper lobe during a bronchial stent implantation procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician fully deployed the first ultraflex tracheobronchial stent (the subject of this report); however, the stent did not fully expand inside the patient. The physician removed the delivery system but the stent came out together with the delivery system. The physician attempted to fully deploy the stent outside the patient but it did not fully expand. The physician attempted to implant a second ultraflex tracheobronchial stent (the subject of MFR report # 3005099803-2015-03217); however, when the stent was deployed approximately 5 mm from the distal side, the suture got stuck and failed to completely deploy the stent. The stent was removed from the patient partially deployed. Once the device was removed, the physician attempted to deploy the stent and the stent was able to be fully deployed outside the patient. The third ultraflex tracheobronchial stent (the subject of MFR report # 3005099803-2015-03218) was fully deployed inside the patient; however, the stent failed to completely expand. During removal, the distal tip of the delivery system got stuck within the stent and the stent came out together with the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. It was reported that the patient experienced pneumonia. In the physician's assessment, the pneumonia occurred due to prolonged procedure time and not due to the stent issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used within the same patient. Refer to manufacturer report 3005099803-2015-03216, 3005099803-2015-03217 and 3005099803-2015-03218 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that three ultraflex tracheobronchial stents were implanted to treat a 2cm stricture due to lung cancer in the right upper lobe during a bronchial stent implantation procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician fully deployed the first ultraflex tracheobronchial stent (the subject of this report); however, the stent did not fully expand inside the patient. The physician removed the delivery system but the stent came out together with the delivery system. The physician attempted to fully deploy the stent outside the patient but it did not fully expand. The physician attempted to implant a second ultraflex tracheobronchial stent (the subject of MFR report # 3005099803-2015-03217); however, when the stent was deployed approximately 5 mm from the distal side, the suture got stuck and failed to completely deploy the stent. The stent was removed from the patient partially deployed. Once the device was removed, the physician attempted to deploy the stent and the stent was able to be fully deployed outside the patient. The third ultraflex tracheobronchial stent (the subject of MFR report # 3005099803-2015-03218) was fully deployed inside the patient; however, the stent failed to completely expand. During removal, the distal tip of the delivery system got stuck within the stent and the stent came out together with the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. It was reported that the patient experienced pneumonia. In the physician's assessment, the pneumonia occurred due to prolonged procedure time and not due to the stent issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.